Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) display during fill, the home patient (hp) revealed that she had started therapy before connecting, and set up again using same supplies. The technical service representative (tsr) explained about not using same supplies. The tsr assisted to end therapy and advised to notify the nurse about reusing the supplies. The hp to follow up with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding starting therapy before connecting, it was revealed that the issue was resolved and that the tsr had explained to her the proper procedure. The hp stated that she is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint was confirmed; however, a cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.